Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause for the loose clamping screw was determined to faulty design and a CAPA has been proposed. The assignable root cause for the defective motor was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device coupling on the tool side was out of specification, general, broken and torn off, motor seized, jammed and heavy moving and the u disk of clamp screw was loose. It was further determined that the device failed pretest for check the saw blade coupling, saw head ratchet and functional test on. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.